Event description:
Customer's mother, (B)(6) reported the hospitalization due to high blood glucose. Customer's current blood glucose reading is 332 mg/dl. Customer has vomited. Customer has treated with a bolus. The blood glucose reading at time of event was over 600 mg/dl. Customer was ill with sinus or ear infection. Customer was treated for high blood glucose and ketones. During troubleshooting, time and date are correct. Programming is correct. Manual prime is correct, insulin exits the tubing. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.